Event description:
It was reported that the user announced a usual dinner but entered a much lower carbohydrate amount than typical for potatoes and also announced a meal while experiencing a low continuous glucose monitor value of 67 mg/dl, which reflects an incorrect meal size announcement and a meal announcement during hypoglycemia; troubleshooting and education were completed with guidance to treat the low with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected need for medication intervention, and the glucose level was corrected after dinner. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to user interface interaction and an improper or incorrect procedure in meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.